Event description:
After the completion of coronary intervention an attempt was made to insert a proglide closure device a hematoma developed in the right groin. Pressure was held and was totally expressed. The patient was moved onto the stretcher from the catheterization lab table and the patient became diaphoretic and nauseated and having tremor. Her bp was noted to be in the 80's. The dr. Was present. Swelling reoccurred and pressure was held. Eventually a femstop was applied. Upon leaving the catheterization lab, the patient was hemodynamically stable and femstop was in place. The proglide reference number was 12673. Lot number 50130k1. Patient was transferred.